Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not expel insulin during the fill tubing step. Customer removed infusion set and still did not see any insulin coming out of the cartridges. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge to address the issue.